Event description:
Boston scientific received information that during a routine follow up in clinic, this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of noise on the rate/sense portion of the right ventricular (rv) lead. The noise was oversensed resulting in pacing inhibition for less than or equal to two seconds. The patient was pacemaker dependant. All other rv lead measurements were noted to be within an acceptable range. The noise was unable to be recreated during testing. The subpectoral implant 2009 ((B)(6) 2009) advisory was questioned, however, this device was noted to be implanted subcutaneously. A revision procedure was performed. A new rate/sense lead was connected to this crt-d and noise was again observed. A possible device header issue was suspected. The physician elected to explant and replace this device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. Laboratory analysis could not confirm the field allegations against the device. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.